Manufacturer narrative:
(B)(4). Complaint conclusion: the product was not returned for evaluation. In addition, the lot number was not provided, so a review of the manufacturing documentation could not be performed. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting

Event description:
During a treatment of a posterior communicating artery aneurysm, at the time of implementation of the last coil in the aneurysm, a deltaplush 2x2, the physician noted that it was necessary to reposition the coil, and when pulling the coil into the microcatheter, the coil came off the device positioning unit (dpu) without triggering the detachment control box. There was no harm at the treatment site, because there was a self-expandable stent (enterprise) positioned at the aneurysm neck, and the coil was caught between the vessel wall and the stent. Seven codman coils were previously deployed without issue.